Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted. Consumer started with sharp pains in abdominal area and went to the local ER and she was told that she needed to have a bowel movement and that should make it better. So she did take laxatives to force more bowel movements but this didn't help with the pain and just made her more uncomfortable having to use the bathroom so much. So she went to see her gynecologist and told him about the pain and also that she noticed that her stomach was looking like she was pregnant when she wasn't. He told her she was fat and needed to start doing sit-ups. An unspecified exam was performed a week later and consumer was told she had cysts on ovaries and also endometriosis so a surgery was performed for those things in 2013. After the surgery she was still having pain and was still gaining weight for unknown reason at the same time. She was told it was still the endometriosis. Consumer asked to have essure removed. She found out that someone in her area experienced the same issues and had the coils removed. Consumer was submitted to a surgery removing the fallopian tubes and coils with them in 2013. She was still presenting some problems so she found out that there was still a small piece of one of the coils left inside her uterus that caused her pain still. She also experienced side effects that started about a month after insertion, including: abdominal pain, gas, bloating, weight gain, exhaustion, further depression and anxiety, high blood pressure, facial hair growth and acne. All of which have gotten better or completely gone away since most of the device is out of her. Reporter informed the data (B)(6) 2010 as event date, however, she did not specify it. Follow-up received on (B)(4) 2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product quality issue and due to usability issue. The bayer reference number for the ptc report is (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. The device "breakage" of "small piece of one of the coils left inside my uterus" could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a product quality issue (breakage) reported in the context of a difficult device removal. The ae case refers to a usability issue. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp pains in abdominal area. After removal of the fallopian tubes and coils, she was still presenting some problems and she found out that there was still a small piece of one of the coils left inside her uterus (interpreted as device breakage). Sharp pains in abdominal area was considered serious due to medical importance and listed in the reference safety information for essure. Device breakage is non-serious and listed. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Also, during difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, the time from essure insertion to the onset date of sharp pains in abdominal area is unknown. Consumer underwent a surgical removal of the fallopian tubes and coils. After that the device breakage was noticed. The device breakage is probably a complication of device removal. Based on the information received and considering an implied temporal relationship, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident due to the required surgical removal. Additionally serious events (cysts on ovaries and endometriosis, both unrelated to essure) and non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.